Event description:
It was reported that the device was explanted after implant duration of approximately 132.73 months, due to calcific aortic stenosis. Per the operative report: "we then opened the aorta just above the previously aortotomy and found a markedly heavily calcified 3-leaflet valve with no movement in any of the 3-leaflets. The valve was removed with some difficulty and once the valve was out it was clear that there was a significant separation between the hear and the aora all the way around." The valve was replaced and the patient, reportedly, tolerated the procedure well and returned to the cs ICU in stable condition.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process. Device not returned.